Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause was reported to be due to the distal end of the nail being located near a high stress area of the femur. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The first im nail was replaced with a 11mm x 420mm, standard nail using two proximal screws and one distal screw. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, a sign im nail implanted to treat a fractured left femur; was replaced due to an additional stress fracture.